Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The nut and bolt are both stripped out on the left hand side of the bed rails.